Manufacturer narrative:
Reference manufacturers report 128950-2020-05545 previously submitted with incorrect registration number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer stated that the monitor inside the room gets faster, and the electrocardiogram cannot be seen. The device was in use on a patient. There was no report of patient or user harm.